Manufacturer narrative:
Calcium (calc) electrode tips should last 6 months on board the instrument. Failure mode of this event is unknown. Multiple actions were taken, any of which could have caused or contributed to the event. Although the calc tip was replaced and resolved the drift errors, it cannot be determined if it was also the cause of the erroneous calc result.

Event description:
A customer contacted beckman coulter inc., (bec), hotline on (B)(6) 2012 and complained of high control recovery on their unicel dxc 600 pro synchron clinical system. Hotline had the customer drain the flowcell, remove the chloride (cl) and calcium (calc) electrodes and clean the ports. Qc after this action returned to normal values, but recovered high again on (B)(6) 2012. The customer did not contact bec again until (B)(6) 2012, at which time they complained about calc qc being suppressed with 'sample reference drift' errors. Hotline had the customer clean the sample probe. On (B)(6) 2012, the customer stated they replaced the calc electrode tip (which had previously been replaced on (B)(6) 2012). After the tip replacement, the customer stated that they did not have any further sample drift errors or control issues. At this time the customer reported to bec that an erroneous calc result of 11.3mg/dl was generated on 1 patient sample, but stated it was generated on (B)(6) 2012. Based on the printouts, it shows that the erroneous result was generated on (B)(6) 2012, prior to contacting the hotline, and prior to cleaning the electrode ports. Per the customer, both levels of qc immediately prior to the event were out of laboratory established range high, >3 s.ds and > 4 s.ds. The high calc result was not reported out of the laboratory. The sample was repeated on another dxc analyzer, and the repeated result of 9.3mg/dl was reported. Neither death nor injury was reported in connection with this event.